Event description:
Patient presented to the physician with hoarseness and reported loss of voice. Physician inserted a camera through the patient¿s nasal passage into the esophagus, revealing that the stimulation lead had been inadvertently tunneled through the larynx. Physician suspected this was likely the source of the patient's symptoms. Physician brought the patient into the or, removed the existing stimulation lead, re-tunneled and positioned a new stimulation lead, sutured, and closed. Antibiotics were prescribed postoperatively. The patient was admitted for observation and experienced immediate improvement in voice quality prior to discharge.